Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure, the surgeon had occlusions with a handpiece. The handpiece was exchanged. The second handpiece had low power. The procedure was completed. Patient impact was not reported. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).